Event description:
The 5mm sleeve cannula lost some of the insulation during surgery. The black silicone coating came off in the wound. The surgeon was able to retrieve the material. There was no harm to the patient.